Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A consumer reported via manufacturing representative that they had a return of dysontia symptoms since their last implantable neurostimulator (ins) replacement. The patient's health care provider (hcp) also reported problems with impedances. Since the replacement of the ins, difficulties had been occurring. X-rays were done. A revision was scheduled due to suspected misplacement of the lead. The issue was not resolved at the time of this report. No actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a manufacturing representative reported the patient had a revision. The patient was not satisfied about the deep brain stimulation therapy. The problem was with a poor connection between the extension and the ¿electrocatheter¿ in the right side. The extension was disconnected and the lead was tested with an external neurostimulator (ens). Impedances of the lead were measured to be okay. The extension and lead were reconnected and now the system was working. The patient was doing fine.